Manufacturer narrative:
The reported event of failure to capture was confirmed. As received, a complete lead was returned in one piece. Visual inspection found clavicle crush damaging/breaching the inner/outer insulations and bent/compressed of the outer coil at the middle region of the lead. The cause of the reported event was isolated to the damage noted to the inner and outer insulation consistent with clavicle crush forces.

Event description:
It was reported the patient presented in the hospital. Upon interrogation, it was observed the patient's right ventricular lead had a loss of capture. The lead was explanted and replaced on (B)(6) 2021. The patient was reported to be discharged.